Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving gablofen 500 mcg/ml at 145 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient had signs of withdrawal and was put on oral baclofen to mitigate symptoms. There was no environmental/external/patient factors provided that may have led or contributed to the issue. The provided event date, (B)(6) 2016, was noted to be approximate. A dye study was done on (B)(6) 2016. The catheter tip was at t12 when it should have been at t9. The healthcare provider (hcp) couldn't get cerebrospinal fluid (csf) out of the catheter access port (cap), so no dye was injected in the catheter. As a result, a catheter revision was planned for (B)(6) 2016. As a result, the issue was not considered resolved at the time of report. The pump at the time of report was filled with saline and the patient was taking oral baclofen. The patient's status at the time of this report was listed as "alive - no injury". No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient's full device system was replaced. No device was to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.